Manufacturer narrative:
The customer complaint of failure to interrogate was confirmed. The device was received with no telemetry and could not be interrogated, this is consistent with low battery levels. Analysis performed with the remote care operation (rco) data indicates no anomalies. The implant duration exceeds the projected longevity indicating normal battery depletion.

Event description:
New information notes that the device was explanted on (B)(6) 2021, due to end of service. The patient was in good condition and did not received any other loop recorder as patient did not have evidence of arrhythmia.

Event description:
It was reported that the patient was unable to connect their confirm rx with my merlin app. It was suspected that the device is at end of service. The device appears to be at eos based on the remote data. The patient has missed several scheduled transitions. The patient has not been brought into the office to attempt a device interrogation. But it is assumed device is depleted. Patient will be scheduled for explant with no reimplantation.

Event description:
New information notes that the device was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the device has not been explanted because the patient had to reschedule. A new explanation date has not been put on the calendar yet. Patient is in good condition.